Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The severely calcified target lesion was in an unspecified portion of the "da" artery. A 3.0x20mm taxus liberte drug eluting stent (des) was advanced to treat the target lesion but the device would not adequately cross the lesion. The device was removed and the physician predilated the lesion with an unspecified type of compliant balloon. The physician had planned on attempting to readvance the 3.0x20mm taxus liberte des but noticed the stent was damaged. The procedure was completed with another 3.0x20mm taxus liberte des. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: returned product analysis confirmed the difficulty stated in the complaint. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent back distally. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is due to a design constraint of the product.